Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow up at this time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.